Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 04/23/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and the barbed suture was used. During surgery the fixation tab went missing while sewing skin. A like device was used to complete the procedure. There were no adverse patient consequences reported.